Event description:
Event description cpi received information that this endocardial lead was removed from service due to oversensing. During the procedure the physician noted the lead 'was broken near the ipg', he elected to replace the implantable pulse generator (ipg) and lead at this time. Lead implanted-01/18/95. Out of service-06/12/96. Implant months-17.